Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had unwanted shocks and presented to the hospital. Interrogation noted a "malfunction with sensing and pacing." During implant of a new right ventricular (rv) pace/sense lead the replacement lead would not pass a guidewire and it was explanted and replaced. The original high voltage lead remains in use. No further patient complications have been reported as a result of this event.